Manufacturer narrative:
Service was not dispatched as the customer resolved the reported issue through system diagnostics. (B)(4).

Event description:
The customer reported vacuum error and approximately three milliliters of fluid leaked onto the counter involving the coulter act diff 2 analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye goggles and did not have direct contact with the fluid. Patient results were not impacted. There was no patient consequence associated with this event. During system diagnostics, beckman coulter customer technical support instructed the customer to replace the green filter on the instrument which resolved the issue. The instrument was returned to normal operation. The facility has an exposure control or risk management plan in place for biohazard material.